Manufacturer narrative:
This event occurred in (B)(6). The needle adjustment was checked and was ok. The customer has replaced the sample probe 5 times over the course of 1.5 years. The customer cleaned the sample and reagent lines with bleach and has had no more problems with results near zero.

Event description:
The initial reporter questioned low results near zero for glucose, ggt and creatinine on a cobas 6000 c (501) module. The reporter provided discrepant results for 1 patient sample tested for glucose. The initial result was 0.2 mmol/l. The repeat result was 6.36 mmol/l. The low result was not reported outside of the laboratory. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation determined the customer¿s actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.